Event description:
It was reported that upon lens insertion lack of posterior capsular support was observed. The surgeon cut and removed the lens. A vitrectomy was performed and another lens was implanted successfully. In the surgeon's opinion the likely cause of the event was zonular weakness. The pt is reportedly doing well, post-op bcva was 20/30-2, and pt's visual acuity continues to improve. Please reference MDR# 1119279-2013-00151 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.